Event description:
According to the reporter, the customer opened a 23cm catheter kit and inserted the catheter into the patient. During insertion, they noticed that the catheter was too long, they identified that the catheter was 28cm and not a 23cm catheter. The catheter was not repaired and there was no leak. There was no cleaning agent used on the device because this was an initial insertion. Tego was not utilized and there was no luer adapter issue. There was nothing unusual observed on the device prior to use, no other products were utilized with the device and there were no damages noted on the product. Therefore, a 28cm catheter was packaged in a 23cm catheter kit. They then had to take out the 28cm catheter (longer catheter) and put in a 23cm catheter into the patient to resolve the issue and there were no other intervention done. Procedure was completed. There was no blood loss and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Product analysis # (B)(4): (B)(6) performed an evaluation of one palindrome catheter kit. A visual inspection of the returned device revealed that the catheter included in the kit was the incorrect size (28cm instead of 23cm). This was a result of a manufacturing activity, and a corrective action has been implemented to prevent this issue from reoccurring. The reported condition was confirmed. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.